Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Added additional codes to h6: type of investigation, investigation findings and investigation conclusions. The device was not returned. Imagery was provided and revealed the following: patient's right access vessel had present of calcification and tortuosity. One (1) strut bent at inflow side prior to deployment. Bent strut remained post deployment. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed through provided imagery. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per provided imagery, patient's right access vessel had present of calcification. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per provided imagery, patient's right access vessel had present of tortuosity. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Per follow up response, "was the sheath inserted at a steep angle? Yes, due to patient body habitus." Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. As reported, "during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, after pushing the commander delivery system through the esheath+ a stent strut near the sewing portion of the valve was bent up". Furthermore, it was noted "there was resistance". The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion angles) may have contributed to the reported event. Technical summary is applicable to this complaint evaluation and no further engineering evaluation is required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No device or labeling defect was identified during the evaluation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, after pushing the commander delivery system through the esheath+ a stent strut near the sewing portion of the valve was bent up. The root cause of the bent strut was due to the push force out of the esheath+. There was resistance and it is unknown how far the delivery system into the sheath when the resistance was noted. After valve deployment it was noticed, and a video was shared with any concerns. The patient was in a stable condition with no paravalvular leak, or other procedural concerns regarding the stent strut. A discussion was had with the physician regarding concerns and the physician noted that the "benefits outweighed the risk" because of the vascular issues. It would have been too difficult to remove the delivery system and sheath and introduce a new sheath. The initial reporter (e.g., physician, nurse) did not allege the ew devices were deficient in some way. The indication for the procedure was due to stenosis. The patient was in a stable condition post procedure.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.